Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00213, 3005168196-2018-00214.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) to the inferior mesenteric artery (ima) to treat a type ii endoleak using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician deployed and detached two smart coils into the target vessel using a non-penumbra microcatheter and the handle. The physician then advanced a new smart coil into the target vessel and attempted to detach it using the same handle; however, the smart coil would not detach. After five attempts, the smart coil finally detached. The physician then advanced another smart coil into the target vessel and attempted to detach it using the same handle but the coil did not detach. After several attempts, the smart coil would still not detach. The physician then partially pulled back the lever of the handle and manually held it in order to adjust the force; however, the smart coil did not detach. Therefore, the physician used forceps to manually detach the smart coil. Thereafter, the procedure was completed using a new handle and additional smart coils. There was no report of an adverse effect to the patient.